Event description:
It was reported that the patients implantable pulse generator (ipg) was not functioning as expected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.